Event description:
During a procedure to remove skin cancer, a cautery device flamed two times as the scalp incision was touched. Pt has a pacemaker, is the reason a cautery device was used. There was no pt injury as a result of the incident. The scalp was shaved and alcohol was used to clean the area for surgery.

Manufacturer narrative:
Add'l lot # 1009a. The device used at the time of the incident was not returned for evaluation. We received 3 unused cautery devices in original pouches from the user facility (two of lot # 0909c and one of 1009a). We confirmed that the cautery was disposed of at the user facility. The returned devices were tested and passed all current bovie medical test criteria. A review of the device history records did not indicate any recorded product defects that might have contributed to the reported event.